Event description:
The customer initially called to inquire about blood glucose meter and uploading information to the carelink online system. The customer's blood glucose was 52 mg/dl, which was treated with food and juice. They stated that they over-corrected with the bolus in the morning of the phone call. The customer stated that they were not concerned with the functioning of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.